Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previouslly reported receiving information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on apr 09, 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, no foreign particles were observed in the inline filter. The vent was bench tested which showed only the clock setting and internal and detachable batteries build dates failed testing specs. No contamination was observed in the flow path. No thermal damage was observed inside or outside of the ventilator. The bottom of the ventilator had an odor reminiscent of perfume. No stains were seen to explain the odor. The manufacturer concludes that they could not confirm the customers complaint and there were no problems with this device regarding the reported issue. In this report, section d9, h3, h6 has been updated.